Manufacturer narrative:
H6: it was reported that the black plastic piece of a polarstem modular head for 21000662 cracked and broke off. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed. The complaint device, which intent use is treatment, was not returned for investigation hence the reported issue could not be confirmed. A complaint history review showed two further complaints of devices from the same batch. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed. Based on the performed investigations and the available information, the reported failure mode could not be confirmed. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary. Should the complaint device become available, the investigation will be reassessed. This version of the device will be monitored for similar issues. This investigation is considered closed.

Event description:
It was reported that the black plastic piece of a polarstem modular head for 21000662 cracked and broke off. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.